Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the device fractured and the components could not be removed. A greenfield filter was implanted in the vena cava on approximately (B)(6) 2006. On (B)(6) 2024, surgery was performed to remove the implanted greenfield filter. The filter had fractured into multiple pieces and had perforated through the vena cava wall into the bowel. The fractured struts of the device could not be removed.